Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate therapy due to t-wave oversensing. Technical svs reviewed system data confirming oversensing, which likely occurred during a period of exercise and or postural changes. Recommendations for future mitigation were provided; however to date, no system changes have been reported. No add'l adverse pt effect were observed.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.